Event description:
It was reported that during a post-procedural follow up; wound dehiscence and bleeding were noted at the entry site. Additional sutures were applied at the site and medical dressings were applied. Bleeding continued to be noted at the site. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.

Manufacturer narrative:
Further information was requested but not received.